Event description:
It was reported that a dissection occurred. In (B)(6) 2026, the target lesion, located in the left anterior descending artery (lad) was pre-treated using a non-boston scientific scoring balloon. The lad was then treated using a 3.00 x 40mm agent drug coated balloon (dcb). During the procedure, a medial dissection occurred. Following treatment, there was no dissection noted. The patient was discharged on aspirin and clopidogrel.